Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited sudden change in impedance and measured high pacing impedance. An x-ray confirmed the lead was fractured. Initially, the lead was inactivated. Subsequently, the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 630 ohms through (B)(4) 2015, rises out of range (> 4000 ohms) starting (B)(4) 2015. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).